Event description:
A customer reported the finger stick cap on a patient's unspecified abbott diabetes care lancing device was too difficult to remove and she sliced the top of her finger in the process of trying to remove it. Customer further reported she has received a "(B)(6)" and unspecified laboratory tests as a precaution. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. Multiple, unsuccessful, attempts to contact the customer have been made. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: the brand name of the device is unknown. The date of manufacture is unknown. The date when the medical event occurred is unknown.